Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the cause of the issue could not be determined, but it was noted the depth stops appear to not have been the root cause. A tracking number for the returned product was provided.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1ysxh, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot#: (B)(4), ubd: 08-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead implantation it was determined that the new lead had high impedances at contact 3. Determined using twistlock cable and ens with tablet programmer. It was suspected that the scrub tech over tightened the depth stop screw, but unfortunately loosening it didn¿t resolve the issue. They retested several times with a new cable, new ens, new tablet, and finally resorted to opening and using a new lead. The new lead, with the same lot number, tested perfectly and was ultimately implanted. The issue was resolved.